Manufacturer narrative:
On 5/30/2018, mentor received additional event information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 5/30/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel breast implant 380cc gel prosthesis, catalog: 3507400bc, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor memorygel breast implant 380cc gel prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure through a MRI on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with mentor gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor memorygel breast implant 380cc gel prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure through a MRI on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018. The device was returned at mentor containing gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation visual examination of the device revealed a rent measuring 9.0 cm within an area of shell abrasion on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. A second rent measuring 2.2 cm was observed also on the posterior view. Microscopic examination of the rent b edges gave no indication as to its cause. No other anomalies were found. The complaint of rupture was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rent b edges was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) of lot number 5552374 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation concluded that the rents and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).